Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, and the doctor re-set the basal rate to five percent. The call was disconnected before further information could be obtained.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.